Event description:
As reported in user medwatch # 3901330000-2012-8019: "pt's port-a-cath was being removed in the operating room; catheter had already been documented as broken off the port. Unable to remove catheter in the operating room went to interventional radiology (ir) for removal of catheter."

Manufacturer narrative:
Navilyst medical is involved in communication with the hosp to determine if a sample is available to be returned for evaluation. The investigation into the event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).